Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had calcification, s posterior flail, and a redundant posterior leaflet. Two clips were implanted, reducing mr to a grade of 1. Roughly one month later, at a follow up appointment, the patient was experience fatigue and the physician noticed a heart murmur. Imaging showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided a cause for the reported slda cannot be determined. Mitral valve insufficiency/regurgitation, fatigue and arrhythmia appear to be due to the slda. Mitral regurgitation and arrhythmia are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.